Event description:
It was reported that during an unk procedure, incomplete placement and therefore application of the clip, which created prolonged bleeding and further laceration of the bleeding vessel with a real risk of disinsertion of the vessel from the external iliac and consequent massive hemorrhage.

Manufacturer narrative:
(B)(4) date sent: 12/18/2025 d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Staple line missing staples how was the bleeding controlled? Hemolock how much blood was lost (ml)? N/a did the patient require a transfusion? No could you please provide more details about the type of oozing? N/a is the current patient status known? The patient is ok was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the exact surgical procedure? Please provide the procedure date. Please confirm what product code was used in this procedure. Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced and visualized in the jaws prior to firing? Does surgeon load the clip off of vessel into the device jaws before applying the device jaws to the vessel and firing?" Was there any excessive torquing or twisting of the device at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when did noise occur? Did anything unexpected happen prior to this incident? Did the device fire malformed or scissored clips prior to the incident? Describe the shape of the malformed clip? Was the device fired or used after this incident, in or out of the patient? Was this the first firing of the device or subsequent firing of the device? What is meant by "incomplete placement? Was the vessel already divided? If so, what vessel? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 1/27/2026. D4 batch #c9et58 . Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. In addition, the tyvek was returned along with the instrument. During the analysis, the device was cycled and it fed and formed eight (8) conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. Although no conclusion could be reached on the cause of the reported event, do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch c9et58 number, and no non-conformances were identified.